Event description:
A customer reported the equipment's footswitch presented problems during a cataract with intraocular lens implant procedure. The footswitch was exchanged to complete the case. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative noted the event was related to a nonconforming footswitch cable (which is part of the console). The system was tested and found to meet product specifications. The footswitch was functioning as intended. Therefore, the root cause of the reported event is unrelated to the footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 13, 2010. Based on qa assessment, the product met specifications at the time of release. The footswitch was functioning as intended. Therefore, the root cause of the reported event is unrelated to the footswitch. The root cause of the reported event can be attributed to a nonconforming footswitch cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).